Manufacturer narrative:
The lot number for all the three reported malfunctions were provided, therefore lot history reviews were performed. The devices were not returned for evaluation; however, medical records were provided and reviewed for all the three malfunctions. The investigation for 2 of the 3 reported malfunctions were confirmed for the alleged filter tilt. The remaining malfunction is not identified for the reported filter tilt issue as no objective evidence was provided .based upon the available information, the definitive root cause is unknown. The devices were labeled for single use.

Event description:
This report summarizes three malfunctions. A review of the reported information indicates that model md800f vena cava filter allegedly filter tilted. The information was received from various source. All the three malfunctions were involved patients with no reported consequences. Of the reported malfunctions, three male patient ages were ranged from 50 to 64 years old. Weight of one patient is (B)(6) pounds; however, remaining patient weights were not provided.